Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the device was not returned to zoll (B)(4) for evaluation. Instead, a zoll (B)(4) field representative was onsite to investigate the problem. The customer's report was duplicated, and the front enclosure was replaced to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability.

Event description:
Complainant alleged that during biomed testing, the device's housing was cracked. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.